Event description:
The contact stated the customer rec'd a blood glucose reading of 38 mg/dl, and paramedics were called. When paramedics arrived, they tested the customer's glucose at 298 mg/dl using their meter. The paramedics also retested the customer's blood using his contour meter and rec'd a reading of 68 mg/dl. The difference between the readings falls in "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval, and replacement test strips were sent to the customer.